Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a turon shoulder implanted on (B)(6) 2011 then subsequently suffered a rotator cuff failure. The surgeon converted the turon to a reverse shoulder prosthesis.